Event description:
It was reported by the user facility that the patient's skin allegedly broke down while on the mattress.

Event description:
It was reported by the user facility that the patient's skin allegedly broke down while on the mattress.

Manufacturer narrative:
Follow-up submitted to report that the lot # and overlay was not available for return and evaluation. Overlay not available for evaluation.